Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunction main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of june 12, 2015 the alleged faulty main board has not been received. Carefusion sent an email to the distributor seeking additional information concerning the reported event and the condition of the patient.

Event description:
The foreign distributor in (B)(4) reported a vent inop, post dac or adc error and transducer fault. Vent was on patient, no patient harm, patient switched to another ventilator, alarms were functional.

Manufacturer narrative:
Failure analysis: vela main pcba pn: 52850, sn: (B)(4) was received into the carefusion failure analysis lab for investigation. The main pcba was installed into a known good vela test vent and on power-up the unit is going immediately into vent inop. The carefusion failure analysis lab technician reviewed the events log and found multiple dac or adc errors, vent inop errors, high rate errors, low ve errors, low pip errors, exhalation flow xdcr faults and circuit fault errors. Failure analysis lab technician troubleshooted the main pcba and found that the voltage at pin 7 of ic u603 was reading 0.00vdc. The voltage should be 4.0vdc. Resistor r608 was removed from the main pcba and found to be open where it should be 100k ohms +/- 0.1%. Resistor r608 was replaced with a known good resistor and the main pcba was now functioning normally. Finding/root-cause: duplicated, the vent inop and post dac or adc error, complaint allegation and was isolated to 100k resistor r608 pn: 61013 on the main pcba. Verified, xdcr fault occurred (2, 0, 2551) in the events log, complaint allegation. This indicates that the exhalation flow transducer is drifting and was not functioning normally.